Event description:
The patient was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for pain. The patient experienced a decreased therapeutic response. The hcp performed an x-ray rotor test and found the rotor was not turning. The patient underwent explantation of the device in 2000. The device was returned to the manufacturer for analysis.